Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with normal operating currents and no failed battery alarm was noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump did not deliver boluses directly but waited hours before delivering them. As a result the customer had a high blood glucose level. Customer's blood glucose level was 8.6 mmol/l. In the alarm history two failed battery test and one check setting alarms were found. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.